Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was encountered a failed drawer unable to fix. The customer reported that the malfunction occurred when a user tried to issue medication to the patient which resulted in minimal delay in dispensing medication to patients, since the medication was available in a nearby station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 5 had failed. A field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.